Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Battery issue was recognised during planned maintenance, the cart battery will be replaced. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective orthat it has caused adeath or serious injury.

Event description:
Reporter alleged that during planned maintenance when he tried to replace the cart battery the visualization bedside unit (vbsu)would not recognize the new battery, making the vbsu unavailable for use. No patient involvement. No further information has been received at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries.